Manufacturer narrative:
The returned introducer was received with a confirmed leak at the valve. Additional testing revealed the cause of the leak was a puncture hole in the top half of the two part seal that was made by a sharp object. The hole was consistent with the shape and size of a needle. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. Date report submitted to FDA by manufacturer: 10/15/2010. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010.

Event description:
It was reported air was aspirated through the stopcock during the procedure. The device was replaced and the procedure continued with no further problems. There were no consequences to the patient.